Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the stimulator was removed. The issue was resolved at the time of the report. The device was replaced with a new electrode.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2dynf, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128 lot# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-feb-2023, UDI #: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for (B)(6). It was reported that during device follow up/a post-op wound check, the healthcare provider removed the patient's dressings and observed the distal lead tip visible through the lead insertion site. The tip had been exposed to the external environment for an unknown amount of time. There were no environmental/external/patient factors that may have led or contributed to the issue that the surgeon or patient were aware of. Per the surgeon, there were no signs of infection, so the surgeon had made the decision to remove the lead and replace it with a new lead, and the existing implantable pulse generator (ipg). The issue was not resolved at the time of the report. They were planning to replace the lead the day of the report, (B)(6) 2021. There was no other information at the time of the report.